Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year. A correlation between the device and the reported hemolysis could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted on (B)(6) 2016, with a lactate dehydrogenase (ldh) level increased to 1086 u/l and a haptoglobin level of less than 20 mg/dl. The patient¿s inr was 1.8. The patient was given heparin, coumadin and their persantine dose was increased. An echocardiogram revealed no abnormalities and it was reported that the pump was operating as intended. The patient was discharged on (B)(6) 2016 on coumadin, persantine and aspirin with an ldh of 773 u/l. It was reported that the patient¿s most recent ldh was 299 u/l. No further information was provided.